Event description:
It was reported that the supply line of the homechoice cassette leaked at the connection port. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending the therapy session and removing of the cassette. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address: the device was manufacturing at one of the following facilities: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar. 72653, united states. Or baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.